Event description:
Reportedly from ipr, this device was explanted after approximately 23 months due to unk reasons. Upon follow up with dr office staff, they were not going to release any information or device as it was a sensitive case as per phone conversation with secretary.

Manufacturer narrative:
Device not returned.